Event description:
On (B)(6) 2025, it was reported by a patient via phone that after undergoing a right shoulder procedure on (B)(6) 2022 they were in pain and at times, the patient is experiencing circulation issues which results in the patient needing to use their other arm to lift and move their arm until circulation feels restored. The patient noted they are up and moving ok, but when laying down, they feel cold in their shoulder and this results in pain.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.